Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported by customer that the peel-away micro introducer failed to peel or separate. The two-orange handle separated from the gray shaft, leaving the shaft intact around the catheter. I pulled the catheter with the shaft out right away to make sure the shaft didn¿t go into the pt. It was too slippery to pull. I had to use the scalpel, with the blade facing away from the catheter, to cut the shaft of the peel-away. No other information was provided.